Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced multiple incidents of elevated blood glucose (bg) levels up to 340 mg/dl. The customer has been "on and off" of the pump during this time, occasionally reverting to manual injections for insulin therapy. The customer would deliver boluses via the pump and manual injections to stabilize bg levels. The customer stated that the pump had become dented, with a small dent on the side. During troubleshooting with tandem technical support (cts), a system check was performed, which indicated that the pump was functioning as intended. The customer also stated that supplies are changed every 3 days. Cts educated the customer regarding the labeling instructions for humalog.